Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found the stent slightly stretched and expanded on the distal side. Several hypo tube kinks were also identified along the length of the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the bumper tip or the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid circumflex artery. A 28x3.50mm taxus¿ liberte¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The physician dilated the lesion with a non-bsc balloon catheter and re-advanced the device but was unsuccessful. The device was removed form the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.